Event description:
It was reported that during a laparoscopic bariatric surgery, five sutures experienced thread breakage at the final stage of continuous suturing.

Manufacturer narrative:
D10 concomitant product: vlocl0315, vlocl0315 v-loc 180 2-0 grn 30cm gs21 (lot#a4j1770vy); vlocl0315, vlocl0315 v-loc 180 2-0 grn 30cm gs21 (lot#a4j1770vy); vlocl0315, vlocl0315 v-loc 180 2-0 grn 30cm gs21 (lot#a4j1770vy); vlocl0315, vlocl0315 v-loc 180 2-0 grn 30cm gs21 (lot#a4j1770vy). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic bariatric surgery, five sutures experienced thread breakage at the final stage of continuous suturing. Replaced with one suture, and the procedure was continued. There was extended surgical time for 5 minutes. There was no patient injury.

Manufacturer narrative:
Additional information: h2, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. Five devices were available for evaluation. The evaluation found no potentially contributing factors, and the samples met all related specifications. It was reported that five sutures experienced thread breakage at the final stage of continuous suturing. The most likely cause could not be identified because no related problem was detected with the devices. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic bariatric surgery, five sutures experienced thread breakage at the final stage of continuous suturing. Replaced with one suture, and the procedure was continued. There was extended surgical time. There was no patient injury.

Manufacturer narrative:
Additional information: b5, g3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.